Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Please refer to the following sections a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction in the main unit's image capture, corrosion at the electrical contacts of the video connector, and water-tightness failure in the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the no image malfunction: malfunction in the main unit¿s capture. The investigation findings do not lead to a clear conclusion about the cause of the other reported malfunctions. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the camera head did not appear. There were no reports of patient harm.

Event description:
It was reported, that the image of the camera head did not appear. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.